Event description:
During the procedure the gasket of this device dislodged as the physician attempted to remove the guide catheter. Manual pressure was applied to control the bleeding, with no further complications noted. The device is being returned for co's analysis.